Manufacturer narrative:
In the case description, the user mentioned that the controller would not turn on. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. The controller was able to charge, turn on, and boot up with no issues. Inspection of the android log files downloaded from the controller found no evidence of the controller being unable to turn on. The logs showed that the controller was on until the battery drained with no evidence of the controller having been plugged in. Inspection of the phb audit data showed that during the last three days of use, the system was used without a cgm sensor connected while the system was in automated mode. This forced the system into automated mode: limited which resulted in a more conservative version of the agc algorithm being used to suggest insulin. This is expected behavior of the system. The controller was found to function as intended.

Manufacturer narrative:
The device has been returned and the investigation is pending, a supplemental report will be submitted with the investigation results upon completion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl. The controller would not turn on even though it was charged. Symptoms reported include hyperglycemia, nausea and vomiting. The patient was treated with an IV (intravenous) and an insulin. The patient was still in the hospital but stated they would get discharged the next day.